Event description:
Post deployment angiogram performed of the three-piece zenith endovascular graft noted a distal type I endoleak. An additional leg graft was deployed, telescoped up within the contralateral leg graft in order to extend the length sufficiently to resolve the endoleak. At conclusion for the procedure, (no endoleaks were noted) a successful aaa repair was viewed during completion angiogram.